Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 6 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient had right limb thrombosis. Films were reviewed and showed a mild compression and blood flow appears good. Additionally a radiology report from 4.5 months post implant documented that comparison was made with the 1 month post implant study and the right iliac limb of the endograft was occluded. The distal common iliac artery reconstitutes and flow was present in the right internal and external iliac arteries. There was no endoleak and the aneurysm size was unchanged. There was good blood flow to the renal, celiac and superior mesenteric arteries. The physician elected to perform a fem-fem bypass procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval - results: (occlusion). (Compression of the stent graft). Conclusions: (compression of the stent graft).